Manufacturer narrative:
The technician found the valve solenoid was missing a washer and was dirty. The technician replaced the foot hi/low up/down valve solenoid to repair the bed.

Event description:
Info received indicates the foot hi/low function is drifting a little.